Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On september 26, 2017, it was reported that the bottom roller, comb, side plates, washers, and ratchet gear all needed to be replaced. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter with serial number (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was march 7, 2011 where it was reported that the device needed service and calibration and the damaged comb was replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by (B)(4) on september 9, 2017 revealed that the ratchet handle, bottom roller, side plates and the comb were all worn. The 1.5:1 cutter failed to produce a passing sample mesh. Repair of the skin graft mesher was performed by (B)(4) on september 26, 2017 which included replacement of the bottom roller, comb, side plates, bearing washer and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection the ratchet handle, bottom roller, side plate and comb were all worn. The root cause of the components needing replaced cannot be specifically determined with the provided information. The issue was resolved with the replaced bottom roller, comb, side plates, bearing washer and ratchet gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the bottom roller, the skin graft comb, both side plates, the bearing washers and the ratchet gear were required to be replaced. No adverse events were reported as a result of this malfunction.